Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they were getting tube forward error on the coulter hmx hematology with autoloader analyzer. The customer indicated that when they attempted to clean the tube forward sensor, they noticed a bloody leak (small amount) underneath the needle. Per customer, the leak was not contained within the instrument, but leaked onto table underneath. The customer indicated that the operator had already cleaned and checked needle cartridge. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. There was no exposure to open wounds or mucous membranes. No medical attention was sought. The material safety data sheet (msds) was not reviewed. There is an exposure plan in place at the facility. No patient results were affected. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched on (B)(4) 2012. The fse could not reproduce the leak. However, as a preventive measure, the fse tightened the luer locks on the new needle the customer had put on and reseated the new needle the customer replaced. The fse ran eighteen (18) samples and controls with no errors. The cause for this event is unknown. (B)(4).